Event description:
It was reported that they were trying to initiate therapy on patient and the arctic sun device keeps alerting 02 low flow. Hypothermia cool patient. Targeted temperature (tt) was 36c, patient temperature (pt) was 34.9c, water flow rate (wfr) was 0 l/m.4 pads connected. Walked through stop therapy, empty and disconnect. Reconnected using proper technique and verified all lines straight. Restarted therapy and device primed to 0 l/m. Stopped therapy, emptied, and disconnected pads. Placed in manual control at 34c. System diagnostics showed that the outlet monitor temperature (t1) was 13.7c, outlet control temperature (t2) was 13.4c, inlet temperature (t3) was 14.1c, chiller temperature (t4) was 5c, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 45 percentage, mixing pump command (mpc) was 0, heater was 100 percentage, water reservoir level (wrl) was 5 system hours were 2190.3 and pump hours were 1822.4. Had reconnect pads while still in manual control, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -1.6 psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 100 percentage. Had stop therapy and disable manual control. Returned to therapy and water flow rate (wfr) was stabilized at 0 l/m. Advised swapping out to new set of pads. Call back if additional assistance is needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.